Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a power issue although the battery was replaced. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed the pump rebooting associated with replace battery alarms; voltage recordings in the black box were low. No damage was found to the battery compartment. A battery cap contact test was performed and no contact defects were found. The pump electrical current draws were tested and were found to be within specifications. A replace battery alarm was induced and the pump alarmed appropriately. The pump was exercised for 24 hours without power issues. The pump was opened and no damage was found to the power circuit. Rebooting observed in the black box associated with a depleted battery.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.